Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced pain. On an unreported date in (B)(6) 2011, the patient was hospitalized for amputation of an unspecified leg for an unreported indication. On (B)(6) 2011, during hospitalization, the patient experienced peritonitis. Treatment was not reported. The patient had not recovered from the peritonitis. The outcome of the pain was not reported. Dianeal pd4 ambuflex therapy was ongoing. Follow-up information was provided by a nurse on (B)(6) 2012. The event of peritonitis was determined to be positive for klebsiella pneumoniae and e. Coli. Break in aseptic technique, decreased circulation to bilateral lower extremities, nausea, vomiting, compromised nutritional status; necrosis and gangrene in bilateral lower extremities, fatal sepsis and fatal failure to thrive were added as events. This case was medically confirmed. The nurse stated that on an unreported date in (B)(6) 2011, the patient experienced decreased circulation to bilateral lower extremities. On unreported dates in (B)(6) 2011, the patient experienced necrosis and gangrene in bilateral lower extremities. On unreported dates in (B)(6) 2011, the patient experienced persistent nausea and vomiting and compromised nutritional status, this resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was an unspecified break in aseptic technique (onset date not provided). During the hospitalization, a bilateral leg amputation was recommended but the patient declined. On either (B)(6) 2011, the patient chose to withdraw from dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient was discharged from the hospital. The patient was not recovered from the decreased circulation to bilateral lower extremities, nausea, vomiting, compromised nutritional status, necrosis and gangrene in bilateral lower extremities and bacterial peritonitis. The outcome of the break in aseptic technique was not reported. On (B)(6) 2011, the patient died. The causes of death were sepsis and failure to thrive. Treatment was not reported. It was not reported whether an autopsy was performed. On (B)(4) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She stated that she did not believe that the peritonitis was caused by baxter products or the therapy, but poor aseptic technique. It is unknown if the peritonitis was resolved prior to the patient's death. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause was not determined. No packaging or batch number received therefore no batch review could be performed. A labeling review was performed and the labeling was found to provide sample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.